Manufacturer narrative:
This supplemental report is being submitted to indicate that this is a duplicate complaint of patient identifier (B)(6), which was submitted under 3003790304 - 2022 - 00218.

Event description:
Olympus received a literature/letter to the editor titled "lost and found: endobronchial extraction of an endobronchial ultrasound needle partially stuck in bronchus". The literature/letter to the editor reported that a 34-year-old woman presented to the clinic with 3-month history of chest pain. She previously had a computed tomography (CT) scan that revealed a mediastinal mass and had undergone endoscopic ultrasound and a CT-guided fine needle aspiration, which raised suspicion for igg4-related disease. Endobronchial ultrasound (ebus) was performed using a 19 g needle. Multiple samples were drawn from the mediastinal mass without reports of complications during the procedure. Pathology and cytology were non-diagnostic. During a follow-up CT, the mass seemed to diminish but a hyperdensic elongated metallic object was observed in the medio-basal segment of the right lower lobe, which had not been seen on the CT scans before the ebus procedure. The foreign object was assumed to be a metallic part detached from the ebus needle during the sampling procedure. A bronchoscopy was performed that demonstrated a granulation tissue bulging and covering the orifice of the bronchus leading to the medio-basal segment of the right lower lobe. After removing that tissue with forceps, a spring-like metallic object was seen arising from the orifice of the bronchus. After using several types and sizes of forceps and a cytology brush to detach the spring from the surrounding tissue, the spring-like metal object was pulled out sequentially in two pieces but eventually extracted in full. Repeat chest CT demonstrated successful removal of the spring and disappearance of the mass. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
Since the literature described a 19 g needle, olympus selected "na-u403sx-4019" as a representative product. The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided at this time. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.